Event description:
It was reported via repair work order that the left siderail would not latch upright due to a damaged white spindle spacer in the latch spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.